Event description:
Doctor reported that a proultra endo tip fractured while trying to retrieve a separated file. The doctor couldn't see the top of the instrument, but doctor followed the steps and was getting around the top of it when the endo tip fractured." He further stated, "this was a last-ditch attempt to save the tooth and the patient did not want to be referred (to a specialist), so doctor extracted the tooth."